Manufacturer narrative:
Additional information: b5, g3.

Event description:
Update (B)(6) 02-jun-2025 further information was received that clarifies the issue: after inserting the drill bit through the sleeve, the surgeon had a problem with the correct operation of the blade. The blade did not open properly. The surgeon had trouble getting the drill bit out of the sleeve but eventually succeeded.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3519h batch 15235904 was received for evaluation. Functional testing was performed by moving the selector sleeve; it was noted that the cutting blade was not moving. Visual evaluation revealed that the cutting blades have nicks, suggesting the possibility that material may be missing from the blades due to the damage. The most likely cause of the reported failure is user error, including improper bone preparation, bending, and/or the use of excessive force during use.

Event description:
It was reported that during an avascular necrosis surgery, the reverse drill did not work. There is no possibility to adjust the drill extension. There is no possibility to retract the drill. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device from the kit. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.